Event description:
The customer reported during microbial testing of the subject device, the results of the suction channel were positive for more than 10 colony forming units of a non-determined flora. No patient involvement reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The facilities cleaning, disinfection, and sterilization practices were provided: bedside pre-cleaning takes place in the examination room at bedside in less than 5 minutes after the procedure. Water is used for the detergent solution as specified in the manual. The cleaning brush for the instrument channel is bw-412t. The manual cleaning detergent is mediclean forte. The cleaning brush for the instrument channel is not reusable. The cleaning brush is disposed of after a single use. The instrumental channel/suction channel are brush from suction cylinder to distal end until no debris is observed in the bristles of the brush and from the suction cylinder to scope connector until no debris is observed in the bristles of the brush. The cleaning brush for the instrument channel opening is bw-412t. The instrument channel is brushed until no debris is observed in the bristles of the brush. The cleaning brush for the forceps elevator vicinity is maj-1888. Flushing of the forceps elevator with the detergent solution is performed. The forceps elevator vicinity is brushed until no debris is observed in the bristles of the brush; brushing behind the forceps elevator back and forth until no debris is observed in the bristles of the brush; and brushing the side of the forceps elevator back and forth until no debris is observed in the bristles of the brush. All channels are flushed with water. The water bottle is reprocessed by autoclave. The automated endoscope reprocessor (aer) is getinge ew2 and the detergent is pokayoke and the disinfectant is pokayoke a and b. The aer and endoscope is compatible per the aers' manufacturer's instructions for use. All channels of the endoscope are connected to the aer's injection ports and supplied with disinfectant. It is unknown when the disinfectant expires. The aer's disinfection process program is according to the aer manufacturer's recommendation. The aer's disinfections process program is unknown. The air/water channel, suction channel and auxiliary channel are not flushed with alcohol. All removable parts are detached from the endoscope for storage. The endoscope is dried before storage. The endoscope is stored in a drying cabinet and hung vertically with the distal end not touching the cabinet floor. The olympus service center tested the device for microbial contamination and no microbes were detected. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.